Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant during surgery installation. In addition, 15 ncm of primary stability was achieved and patient presented bone type IV.